Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es full height drawer device was not detected on the bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced full height drawer 5 was off the bus. A field service engineer (fse) had opened the back panel and observed that the heartbeat diagnostics light was blinking. The fse powered the station off and reseated the row board cable. The fse found that the cubie in row d would not lock down and discovered that the wiring on the tray had snapped. The fse replaced the tray to resolve the issue. The system functioned as intended after the field service engineer repaired the device.